Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and found damage to the x-stage cover from the docking pins which restricted gantry movement in the x-direction and prevented the dock function from working. The damaged x-stage cover was manually removed, the system rehomed, and functionality was restored. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a procedure, it was not possible to dock the imaging system. The system was rebooted without resolution. There was no patient present when this issue was identified.